Event description:
It was reported the bipolar lead was programmed to unipolar, and the patient was in the ER with pocket stimulation. A device feature had changed the settings to 5.0v at 1.0ms, for a high threshold, which reportedly caused the pocket stimulation. The lead was reprogrammed to bipolar and the output settings were lowered. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.